Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. When the device was checked, there were nine months of remaining longevity. The same day, the patient heard tones emitting from the device and a few days later the device was in elective replacement status. The crt-d was explanted and replaced without complication and was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.